Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the guidewire was broken; damaged at implant.

Event description:
It was reported when placing the lv lead, the attain hybrid wire was positioned in the vessel. The doctor was advancing the lead over the wire and continued down the vessel past the wire. When he pulled the wire back into the guide the distal portion of the wire stayed in the vessel. The broken portion of the wire was retrieved with a basket catheter. The distal tip of the wire was tangled in the basket catheter and couldn't be dislodged from it. It was also reported the patient was fine during the procedure and no adverse events were noted.